Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a unknown procedure on (B)(6) 2019 and the suture was used. The suture was broken when tying it. It was not a control release needle. The surgeon opined that no extra force was applied to the suture at that time. There were no patient consequences reported.